Event description:
Additional information was received for this case. It was reported that during a routine follow-up, the angiogram showed that the previous aaa expanded from 4.5 to 7 cm in diameter. There was still no evidence of an endoleak. The physician elected to implant a 16x24 iliac limb in the right common iliac artery, noting that the endoleak was coming from this area. The endoleak was not resolved. A few days later the physician coiled the left hypogastric artery and extended with a 16x10x156 endurant limb. Treatment was successful and the endoleak resolved. The patient is fine.

Event description:
A talent abdominal stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty seven months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that during routine follow-up the aneurysm was found to have increased in size without the presence of an endoleak. The decision was made to perform an angiogram. There was no endoleak identified, did a lateral view, ap view and there was no leak identified. The physician stated that the aaa has grown 1 cm (size from the time of implant and now is unknown). The decision was made to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (aneurysm enlargement), (lack of information, cause of enlargement unknown). Evaluation conclusion: (lack of information, cause of enlargement unknown).